Event description:
It was reported a polarity switch occurred due to right ventricular (rv) lead impedance greater than 2000 ohms. An in-clinic evaluation of the lead was normal with impedance values of 500 ohms. No noise was present with isometric maneuvers. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.